Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was a case of an attempted implant due to helix issues. This brady lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was a case of an attempted implant due to helix issues. There were about 5 to 10 turns, and the screw would jump out. This brady lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant due to helix issues. There were about 5 to 10 turns, and the screw would jump out. This brady lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed, the allegation was confirmed as the helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk. Based on the results of the investigation, no escalation is required.